Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a genesys hta 115v control unit was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the unit was showing cartridge error. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event.